Event description:
Reference number (B)(4). Event occurred in slovakia. It was reported that the patient faced occlusion events with eight infusion sets. The pump detected an occlusion that prevents the flow of insulin and patient was alerted by insulin flow blocked alarm which occurred during priming. No further information available.

Manufacturer narrative:
Initial and final MDR 1939088 - device 8 of 8. E1: patient city: (B)(6). Patient country: (B)(6).